Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt is complaining of halos around lights in her left eye, two weeks following lasik surgery. Additional info was requested. There are two med device reports associated with this event. This report is for the left eye.